Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. Only the set screws and rods were available for analysis. No defect in, or damage to the set screws were identified in the retrieval analysis. This is a known complication of this procedure and is cautioned in the product insert. The surgical technique manual clearly describes the use of the instruments to facilitate proper seating of the rod. There were no device failures, but no firm conclusions can be reached as a result of the analysis without having the pedicle screws to evaluate.

Event description:
On 06.11.2010 it was reported to k2m, inc. That a revision surgery took place in which two set screws and one rod was replaced. The patient reportedly reported loosening of the set screws post-operativley.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product was returned for evaluation and evaluation has been completed. Upon visual and functional evaluation of the subject part(s), it was determined that no firm conclusions could be ascertained without the concomitant pedicle screws to evaluate. A review of all applicable inspection and manufacturing records according to the description of the products used with the concomitant device(s) was conducted. All records revealed that all products lots were manufactured within specifications and distributed in accordance with all operating procedures. A review of the manufacturing and inspection records did not reveal any contributing information/trends. A review of the complaint code trends did not reveal any contributing information as to the cause of this event. A review of all applicable risk related documents revealed that k2m addresses alleged set screw loosening concerns raised in this incident, therefore no additional hazards required. Current severity and frequency values are satisfactory and no changes are deemed necessary. A review of the surgical technique guide and IFU are accurate and available to the surgeon - no edits are deemed necessary based on the information provided in regards to this event. Upon assessment of all k2m inc, MDR's, it was discovered that this report was not entered in the maude database and is thereby being re-submitted.

Event description:
It was reported to k2m, inc., on (B)(6) 2010 that a revision surgery took place in which 2 set screws and 1 rod were replaced. The patient reportedly had loosening of the set screws from the pedicle screws post-operatively.